Manufacturer narrative:
Medical device expiration date: na. Multiple 510k numbers were reported to be involved: k020321, k040099, k131331. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using bd phoenix¿ m50 automated microbiology system the customer received false results. At this time it is unclear whether the results were false susceptible or false resistance. This event occurred 1 time(s). There is no indication that false results were reported to health care practitioners. There is no indication of patient impact. The following information was provided by the initial reporter: "case in xpert rules still triggered despite sensitive result", "were any wrong results reported to the doctors? Yes, there were wrong results but not reported to doctors. Therefore no patients were harmed."

Manufacturer narrative:
H.6 investigation summary: a data communication issue was reported on a phoenix m50 instrument (p/n 443624, s/n (B)(6)). Investigation by bd service confirmed that the issue was not caused by the phoenix m50 instrument, but the root cause in relation to the rest of the system (bd epicenter and customer lis) was not able to be determined. If more information is received in relation to the epicenter portion of the failure, the investigation will be continued in a new complaint against the epicenter. This is an unconfirmed failure of the phoenix m50 instrument. No samples were expected to be received as part of this complaint in relation to the m50 instrument, and therefore no samples were returned and no returned material investigation could occur. DHR review is not required for this complaint as this complaint does not allege an early life failure or failure at installation and the configuration has changed since release from manufacturing due to service repairs/pms. Service history review was completed and revealed no previous complaints related to bdxpert rules on this instrument. Complaints for results are within statistical control for the month of july 2022. The upper control limit was not breached. Quality will continue to monitor the results complaints for phoenix m50 products. No new risks or hazards, or changes to existing risks/hazards, were identified as a result of this complaint. Per baltrm-443624-aph rev 4.0 the potential risk of the reported failure mode is user inconvenience, which is an s1; reference row ID 8.11. H3 other text : see h.10.

Event description:
It was reported that while using bd phoenix¿ m50 automated microbiology system the customer received false results. At this time it is unclear whether the results were false susceptible or false resistance. This event occurred 1 time(s). There is no indication that false results were reported to health care practitioners. There is no indication of patient impact. The following information was provided by the initial reporter: "case in xpert rules still triggered despite sensitive result", "were any wrong results reported to the doctors? Yes, there were wrong results but not reported to doctors. Therefore no patients were harmed."